Event description:
Report received via sims australia concerning an article published in the australian journal of hospital pharmacy, volume 29, no 6, 1999 and an article in anaesthesia and intensive care (2/1/2000).